Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial oversensing of myopotentials occurred on the atrial lead. It was also reported that the pacemaker recorded more than 2,000 short mode switches, believed to be due to noise, not cardiac arrhythmia. The pacing polarity was reprogrammed to unipolar and the sensitivity to bipolar. The lead remains in use. No further patient complications were reported due to this event.